Manufacturer narrative:
Additional information: the positioning sensor unit (psu) was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the system was inaccurate by a couple millimeters at the beginning of the procedure. It was noted the site was using passive planar and the tactile awl which were not tracking properly. The site used another medtronic navigation system and acquired a new image to complete the procedure. This issue occurred intraoperatively and cause a 30-minute surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.